Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the middle segment of a tortuous lad, the bio ranger balloon ruptured at 6 atm's on the second inflation. The pt was asymptomatic with this event. The introducer sheath size and inflation device used are unk. A guidant high-torque traverse guidewire and a 6f terumo jl4 guide catheter were used. The bio ranger balloon was removed and discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No further info is available at this time.